Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of five complaints reported for this issue. The lot specific to this event is not known; therefore, review of the DHR (device history record) and lot history was not possible. A sample was not returned for investigation. The root cause of the customer's complaint is not known. (B)(4).

Event description:
A nurse reported a case of tass (toxic anterior segment syndrome) following a cataract with intraocular lens implant procedure. The patient's date of surgery was (B)(6) 2012 and the date of clinical symptoms was (B)(6) 2012. The patient presented with eye pain, corneal edema, hypopyon 0.5mm, conjunctival hyperemia, striate keratitis, hyphema and cellular inflammation in the vitreous. A vitreous sample was obtained by anterior chamber puncture and the culture identified gram+ cocci in pairs. The patient was hospitalized for five days and treated with antibiotics, steroids, and intravitreal injections. It was noted that the surgeon entered the surgical suite without changing her coat and without wearing a mask.